Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported driveline damage; according to the patient, the damage occurred spontaneously. The account¿s submitted images revealed a large cut in the pump cable that appeared to penetrate through every layer of the cable down to the wires, exposing the underlying conductors of the yellow and green wires. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with damage to the proximal end of the pump cable. The patient was stable with no alarms and was not admitted. The damage to the pump cable appeared to be some type of cut through the outer later down to the colored wrapping of the fiber core. The colored wrapping of the fiber core appeared to have a slight cut on the yellow and green cables however the internal wired were not visible. The clinician reported that the patient tried to glue the outer layers of the pump cable together, but the type of glue was unknown. The patient stated the damage occurred spontaneously. It was also noted that multiple cuts were seen along the length of the cable but appeared to be superficial. The device appeared to be operating as normal. Rescue tape was placed over the damaged portion of the pump cable. It was later specified that the wires were only visible when the pump was manipulated at certain angles. No alarms occurred when the pump was manipulated.